Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had a glenoid component loosening with pain, weakness and lack or range of motion 14 years post-operative. (B)(6).